Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A 6f angio-seal vip was deployed at the right groin following coronary stent placement and angioplasty of the left anterior descending artery. The pt continued to bleed following deployment. Manual compression was held for 20 minutes and during that time the pt lost pedal pulses. Access was gained via the left groin and an angiogram was performed. The angiogram revealed a blockage at the angio-seal site. An angio-jet was used to try and extract the clot, but was not successful. The pt was sent to surgery for exploration, an embolectomy, angio-seal removal, and repair of the right common femoral artery with patch angioplasty. The pt was discharged in stable condition on (B)(6) 2011. The pt received 5000 u of IV heparin during surgery.